Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of sherlock is showing that the PICC is up in the subclavian vein or going contralateral. They won¿t get an inflated p-wave, but the xray will show that the PICC is in the correct position was confirmed. The unit was connected to a test sr8 and there were no ECG readings, the unit was disassembled, and the ribbon connectors were cleaned and reseated. After re-assembly the unit passed all test. The root cause of the reported failure was identified as a connection failure at the ribbon connectors.

Manufacturer narrative:
H11: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : no device returned for evaluation.

Event description:
It was reported that the sherlock is showing that the PICC is up in the subclavian vein or going contralateral. They won¿t get an inflated p-wave, but the x-ray will show that the PICC is in the correct position. No other information provided.